Event description:
It was reported that during a da vinci si pulmonary wedge resection procedure, the surgical staff alleged that the tube of the thoracic grasper instrument was splintering. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue that the instrument's tube was splintering. The main tube insulation appeared to have scratches and gouge marks, with material removed at the distal end. Engineering evaluation concluded that the damage was likely caused by excess force contact on the main tube surface. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported main tube scratch issue if to recur could cause or contribute to an adverse event.